Manufacturer narrative:
The catalog number and lot code is unknown at this time. Device description reported as unknown hip prothesis model stryker. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Device not returned to manufacturer.

Event description:
It was received a letter form codacons (consumer association) in which is reported: "patient undergone to left hip prosthesis surgery on (B)(6) 2006 at (B)(6) hospital, in, a cocr hip prosthesis model stryker was implanted. Due to the wear of prosthesis, patient have started to experience serious pain, difficulty walking, high value of cocr in the blood. Coxalgy was diagnosed in (B)(6) 2013, and in (B)(6) 2014 the displacement of the prosthesis happen. On (B)(6) 2014 patient undergone to revision surgery".